Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump was stuck in the rewind process loop. One and a half hours prior to the phone call, the customer's blood glucose was 270 mg/dl. The insulin pump passed the displacement test. The drive support cap of the device was loose. The discontinuation of the device was advised. Nothing further was reported.